Manufacturer narrative:
The device was returned for evaluation. The alleged event/condition could not be duplicated.

Event description:
Alleges 2 flash on the joystick, stopped while raised, and will not turn back on. Had to call fire department for assistance.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information, or the device become available, a follow-up report will then be issued.

Event description:
Alleges 2 flash on the joystick, stopped while raised, and will not turn back on. Had to call fire department for assistance.